Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, it was noted on (B)(4) 2014, svc coil impedance measured >200 ohms and impedances remained high.

Event description:
It was reported that a right ventricular (rv) lead warning triggered and a low r-wave was observed, along with high superior vena cava (svc) defibrillation coil impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.